Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries and harness were replaced to fix the reported condition. The user interface module software version is colleague 2006(5.09.90). The service history review indicated that the device has been previously sent into service for the same reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.